Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted there was no insulation breach. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician scratched the inner insulation layer of the left ventricular (lv) lead with steel wire. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.